Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged shortly after pocket closure and pacing inhibition was observed; however the inhibition of pacing did not cause greater than 2 seconds of asystole. The patient underwent a revision procedure and this product was removed from service. An active fixed lead was successfully placed. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was accidentally discarded by the hospital following the procedure and will not be available for return.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.